Event description:
The index procedure was a single cage placed at c6-c7 using pd-31-203 cervical cage-x, 4mm. Providence medical technology was notified that a revision procedure occurred on (B)(6) 2024, to remove the implant cage. The surgeon stated that the cages were malpositioned in the index procedure. There was no device malfunction, and removal was not due to the failure of the device. No further information was provided.